Event description:
It was reported that t:slim x2 pump battery would not charge, with power source alert present and charging connection not recognized despite use of working wall outlet, tandem charging cable, and tandem wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter without success, was instructed to rely on multiple daily injections if pump battery depleted, and was sent replacement charging cable and wall adapter with faster shipping already applied, while customer support planned to review the call for address confirmation and have case owner create goodwill order.